Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot null. Device history batch null. Device history review null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article was received entitled "rotating-platform has no surface damage advantage over fixed-bearing tka". Literature article "rotating-platform has no surface damage advantage over fixed-bearing tka" (2012) by kirsten stoner meng, seth a. Jerabek md, stephanie tow ba, timothy m. Wright phd, douglas e. Padgett md published by clinical orthopaedics and related research doi 10.1007/s11999-012-2530-1 was reviewed. The article purpose: to investigate the degree of advantage the rotating platform design has over the fixed bearing design. The article reports: the authors analyzed 25 rotating-platform and 17 fixed-bearing pfc implants for this study. The authors found that the average total damage for rotating platforms was greater than the damage of fixed bearings. The authors conclude that, there is no inherent damage benefit to the rotating-platform concept. Cement was used in all cases although no manufacturer is disclosed. Patella resurfacing was not mentioned within the article. Depuy products involved: pfc sigma rp and pfc sigma fb complications with pfc sigma rp: joint stiffness (8), infection (7), osteolysis (5), loosening (5), instability (4), malposition (1), surgical intervention (26) complications with pfc sigma fb: joint stiffness (3), infection (5), osteolysis (7), loosening (7), fracture (1), surgical intervention (16) the first tibial tray and insert are to capture the rotating-platform components. The second tibial tray and insert are to capture the fixed-bearing components.